Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by patient's daughter that patient could not connect after the implant in the hospital so they were never programmed. They were instructed by their healthcare professional (hcp) to call medtronic to get programming done. Caller was reporting that there was poor communication on the patient programmer. There was bandages and swelling present. It was reviewed how to place patient programmer/antenna over the ins and to sync. Caller stated that hcp gave them ok to remove the bandages so during call, bandages were removed however they continued to get poor communication with antenna attached. Caller stated that they couldn't connect to implant in hospital but was unsure if it was due to poor communication. They tried syncing without the antenna cord and got a power on reset (por) message which caller and patient was directed back to their hcp to have device checked. No further complications were reported. [Please refer to pe (B)(4) for allergic reaction to antibiotics].